Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 80-90% stenosed lesion was located in a severely calcified side branch of an unspecified coronary artery. A 3.0x28mm promus element stent was advanced to the lesion but could not cross even after applying force to the device. It was noted that shaft of the device kinked and broke into two pieces outside the patient. All portions of the device were retrieved from the patient. The procedure was completed with a different device. No patient complications were reported. Patient status is listed as stable. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The 80-90% stenosed lesion was located in a severely calcified side branch of an unspecified coronary artery. A 3.0x28mm promus element stent was advanced to the lesion but could not cross even after applying force to the device. It was noted that shaft of the device kinked and broke into two pieces outside the patient. All portions of the device were retrieved from the patient. The procedure was completed with a different device. No patient complications were reported. Patient status is listed as stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The entire length stretched proximally therefore the proximal edge was 6mm proximal to the proximal markerband. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified a shaft hypotube break 23cm from the catheter strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).